Event description:
It was reported that the pump activated an altitude alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.